Event description:
Device was returned for service. During service, technician found a rupture in the hose, and the motor operated at only 49,000 rpm. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the cable was damaged due to excessive handling. It was also noticed that the casein was pale, there was a rupture in the hose and the motor operated at only 49,000 prm. Device was inspected, and repaired by replacing a few components.

Manufacturer narrative:
Correct serial number from emax2plus to (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.